Manufacturer narrative:
On 26oct2017, during a file review it was noted that a narrative clarification for the initial MDR # 1057985-2017-00106. Corrected narrative: on (B)(6) 2017 a call was placed to the eye care provider (ecp) in (B)(6) who reported a patient (pt) was diagnosed with a bacterial infection while wearing the acuvue oasys for astigmatism brand contact lenses. Pt was diagnosed on (B)(6) 2016 with ou inflammation, keratitis, and prescribed zymar (gatafloxacin) use 1 gtt, 5min for the 1st hour, then every hour for a week and biamotil (ciprofloxacin hydrochloride) at bedtime. Ecp also reported ¿diagnostic hypothesis: ou keratitis secondary to a immune response to bacterial hypersensitivity¿. Ecp reported the pt responds well to antibiotics and contact lens wear rest. On (B)(6) 2017, a call was placed to the pt¿s family member who reported the following: pt¿s family member could not provide additional information regarding the (B)(6) 2016 event. Pt¿s family member reported he/she does not know if the lot number is available. He/she will check and see if the lot number is available or if the product was discarded; pt's family member reported the pt¿s wear schedule is 30-40 days and does not sleep in lenses. On (B)(6) 2017, a call was placed to the pts family member who provided the following: the lot number is not available; no information has yet been received from the pts treating ecp. On (B)(6) 2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017 and (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pts os event. The event for the od will be submitted in a separate report. The suspect lot number and product were discarded. No additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, a pt¿s family member called to report the pt presented to an eye care provider while wearing acuvue oasys for astigmatism contact lenses. The pt¿s family member reported the pt was diagnosed with ¿bacteria¿ in both eyes (ou). On (B)(6) 2017, a call was placed to the eye care provider who reported the following: ecp reported the pt was diagnosed on (B)(6) 2016 with ou inflammation, keratitis and prescribed zymar (gatifloxacin) use 1gtt, every 5min for the 1st hour, then every hour for a week and biamotil (ciprofloxacin hydrochloride) at bedtime. Ecp also reported ¿diagnostic hypothesis: ou keratitis secondary to a immune response to bacterial hypersensitivity¿. Ecp reported the pt responds well to antibiotics and contact lens wear rest. On (B)(6) 2017, a call was placed to the pt¿s family member who reported the following: pt¿s family member could not provide additional information regarding the (B)(6) 2016 event. Pt¿s family member reported he/she does not know if the lot number is available. He/she will check and see if the lot number is available or if the product was discarded; pt's family member reported the pt¿s wear schedule is 30-40 days and does not sleep in lenses. On (B)(6) 2017, a call was placed to the pts family member who provided the following: the lot number is not available; no information has yet been received from the pts treating ecp. On (B)(6) 2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017 and (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pts os event. The event for the od will be submitted in a separate report. The suspect lot number and product were discarded. No additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.